Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle upon inspection. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. The device has just been received by this manufacturer. A supplement will be forwarded upon the completion of the engineering evaluation. Follow up indicated the device was test fired outside the patient and not stablized as per the directions for use which may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stablization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."